Event description:
Patient undergoing cardiac cath. Perclose used to suture right femoral artery after cath. Half of device got stuck in right groin femoral artery, the physician tried to pull or withdraw the device and he couldn't remove it. Physician called the device representative; no help. Physician eventually was able to remove device and pressure applied to groin. Later, patient's leg became cold and pulseless and needed to have surgery; right lower extremity thrombectomy, graft.